Event description:
Procedure type: lap gastric bypass. According to the reporter: two devices dispensed 3/4 of a staple line. The case subsequently was converted to open approach. No other information has been provided.